Event description:
The pt had two leads from the same lot. It was reported the pt had experienced tenderness and soreness at the lead site. The physician diagnosed the pt with an infection at the lead site. As a result, the pt's scs system was explanted. The infection resolved over time. The explanted product will not be returned to sjm.

Manufacturer narrative:
Eval codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.